Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before starting use, when the power was turned on in an arctic sun device, 'system error 78' and 'reduced water temperature control capability 113' were triggered. Powering off and on again did not resolve the issue. Per additional information received via mail on 28jul2025, the device will be sent to imi. The issue has not resolved yet.

Event description:
It was reported that before starting use, when the power was turned on in an arctic sun device, 'system error 78' and 'reduced water temperature control capability 113' were triggered. Powering off and on again did not resolve the issue. Per additional information received via mail on 28jul2025, the device will be sent to imi. The issue has not resolved yet.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was received. No evaluation has been completed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.